Event description:
It was reported that the right atrial (ra) lead had high impedance and noise noted on the atrial channel due to an apparent lead fracture. The ra lead was capped and could not be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.